Manufacturer narrative:
(B)(4). Batch #: r9518p. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the stapler would not fire the staples and then wouldn¿t unlock for removal. It was not reported if the device was locked on tissue or how the device was removed. Surgery was delayed an unknown amount of time. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Batch r5au2f. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.